Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Inspection of the device revealed that the pressure pump check valves had failed. Fse replaced both check valves. Retention times was now at 0.59 minutes and flow rate 1.05 ml/min. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 211 peak pattern error: explanation: peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis & wash solution. The most probable cause of the reported event was due failure of the check valve uptake.

Event description:
It was reported that the customer received extra peaks and long retention times requiring frequent flow rate adjustments on their g8 analyzer. Retention times initially improved for a few days, but again, had to be readjusted. Technical support (ts) instructed the customer to replace the column. After replacing the column retention time was 0.66 minutes with the flow rate 1.19 ml/min. The customer adjusted the flow rate once more to 1.25 ml/min; however, the issue persisted. The current column count was reported to be 1607 injections and flow rate 1.19 ml/min. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.